Event description:
It was reported that during a lc procedure, the instrument alarmed during the procedure. Changed to use another lcs15 to finish the procedure. After procedure, the surgeon found a crack on the blade. There was no reported pt consequence.